Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the use, the iabp experienced three blackouts, with one instance accompanied by the device ceasing to function" additional information states that the iab pump console was not swapped and continued to be used. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "iabp experienced three blackouts" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "during the use, the iabp experienced three blackouts, with one instance accompanied by the device ceasing to function" additional information states that the iab pump console was not swapped and continued to be used. No patient injury or consequence reported. The patient's current condition is reported as "fine".